Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and osteoarthritis ('autoimmune disorder type of disorder: osteoarthritis') in a 29-year-old female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, acne, uterine bleeding, smoker, anesthesia, airways obstruction, sweating, nickel sensitivity, pelvic congestion and leiomyoma of uterus, unspecified. Concomitant products included estradiol (estrogen), ibuprofen, levothyroxine, lisinopril, naproxen and testosterone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoarthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: metal"), psoriasis ("autoimmune disorder type of disorder: psoriasis, rashes or skin conditions type:psoriasis"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems type: deteriorating vision"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication (s) please describe: hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy and knee surgery). Essure was removed on (B)(6) 2016. At the time of the report, the osteoarthritis, vaginal haemorrhage, menorrhagia, allergy to metals, psoriasis, fatigue, weight increased, alopecia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, osteoarthritis, pelvic pain, psoriasis, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion fallopian tubes were blocked. Pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: endometrium: secretory pattern endometrium. Myometrium: leiomyoma. Cervix: cervix with no significant histopathologic changes. Right fallopian tube: fallopian tube with paratubal cyst and containing metallic coil consistent with essure coil. Left fallopian tube: fallopian tube containing metallic coil consistent with essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and osteoarthritis ('autoimmune disorder type of disorder: osteoarthritis') in a (B)(6) year-old female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, acne, uterine bleeding, smoker, anesthesia, airways obstruction, sweating, nickel sensitivity, pelvic congestion and leiomyoma of uterus, unspecified. Concomitant products included estradiol (estrogen), ibuprofen, levothyroxine, lisinopril, naproxen and testosterone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoarthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: metal"), psoriasis ("autoimmune disorder type of disorder: psoriasis, rashes or skin conditions type: psoriasis"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems type: deteriorating vision"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication (s) please describe: hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy and knee surgery). Essure was removed on (B)(6) 2016. At the time of the report, the osteoarthritis, vaginal haemorrhage, menorrhagia, allergy to metals, psoriasis, fatigue, weight increased, alopecia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, osteoarthritis, pelvic pain, psoriasis, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Fallopian tubes were blocked. Pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: endometrium: secretory pattern endometrium. Myometrium: leiomyoma. Cervix: cervix with no significant histopathologic changes. Right fallopian tube: fallopian tube with paratubal cyst and containing metallic coil consistent with essure coil. Left fallopian tube: fallopian tube containing metallic coil consistent with essure coil.. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal, autoimmune disorder type of disorder: psoriasis osteoarthritis, dysmenorrhea (cramping),pelvic pain, vision/eye problems type: deteriorating vision, fatigue, weight gain, other injury(ies) or complication (s) please describe: osteoarthritis, hair loss, vaginal pain" were added. Concomitant drug and medical history were added. Lab data added. Reporter, patient and product information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.